Event description:
The patient presented with a large inferior posterior st-elevation myocardial infarction. The patient was placed on hypothermia protocol. Orders were received to maintain body temperature between 32 and 34 c for 24 hours with the gaymar cooling device. Upon removal of the gaymar blanket the patient was noted to have a plam sized burn with open and closed blebs on the right scapular area on the patient's back. The open areas were partial thickness blistered areas on the right side of the back.